Manufacturer narrative:
Follow-up 06/14/2016: customer reported that they are doing well. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 360 (mg/dl). Reportedly, customer stated that they are new to tandem pump therapy, and believe that their bg levels are elevated because they were instructed by their educator to not use their long acting insulin. Customer administered a bolus to treat bg level. Customer indicated that they will contact their health care provider to discuss diabetes management.